Event description:
Brand new medtronic midas drill was being used during craniotomy.drill could not be unlocked to change drill bit, per staff "felt like it was frozen". Eventually drill was removed from operative field and replaced. With much distress, finally able to unlock and change bit after multiple attempts.